Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of docetaxel (108mg in 250ml ns; vtbi with overfill 280.8ml). The infusion started at 9am at the rate of 50.47mg/ml for over 60 min, approximately 7 minutes into the infusion, with a vtbi of 248.6ml at the time, the cpc noticed that there were no drips in the secondary chamber, and fluid was being pulled from the primary IV set. Cpc called the nurse to assess the line and the nurse found a kink in the tubing by the upper smartsite. The nurse unkinked the tubing and the infusion restarted as intended. Approx.. 34ml had not infused from the appropriate container until this issue was observed and rectified. There was volume leftover when the infusion should have ended. Nurse added an additional 50ml to empty the IV bag. After the additional 50ml completed, the secondary docetaxel line was completely dry. Nurse back primed per usual process for flush. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received:  customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Event description:
It was reported that there was an under infusion of docetaxel (108mg in 250ml ns; vtbi with overfill 280.8ml). The infusion started at 9am at the rate of 50.47mg/ml for over 60 min, approximately 7 minutes into the infusion, with a vtbi of 248.6ml at the time, the cpc noticed that there were no drips in the secondary chamber, and fluid was being pulled from the primary IV set. Cpc called the nurse to assess the line and the nurse found a kink in the tubing by the upper smartsite. The nurse unkinked the tubing and the infusion restarted as intended. Approx. 34ml had not infused from the appropriate container until this issue was observed and rectified. There was volume leftover when the infusion should have ended. Nurse added an additional 50ml to empty the IV bag. After the additional 50ml completed, the secondary docetaxel line was completely dry. Nurse back primed per usual process for flush. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.